Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue. During the evaluation, a "service required" code was observed in the downloaded event log. The devices oxygen blending module board needs replaced to address the issue.